Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, smoker, complication in site preparation (buccal plate fracture), infection, mobility.